Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that the pump was malfunctioning. There was no additional information provided.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. Physical observation showed pump not running, cracked tank cover, corroded drain fitting, exposed wire on line cord, and printed circuit board (pcb) with faulty speaker. Pump is not running confirming the customer complaint. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue unable to be determined. Actions were taken to mitigate the reported issue: replace the pump.